Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the foreign material is cause traced to failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water tube and air/water cylinder. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. Olympus will continue to monitor field performance for this device.